Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had air in line issues with amiodarone and total parenteral nutrition (tpn) occasionally. However, the customer could see improvement by using anti-siphon valve. There was patient involvement but no harm.